Event description:
The pt contacted animas alleging that the pump was unresponsive to button presses. The pt claimed that the pump was freezing and the buttons were getting stuck. She also claimed that the pump would scroll even after she had stopped pressing a button. The pt denied that the pump was exposed to water. The pt also denied that the keypad was peeling, lifting, or damaged.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to button presses. The buttons required excessive force for the pump to respond. The keypad appeared to be swollen. The contrast key contact was observed to be inverted. Adhesive/contamination was observed under the button contacts. The up and down button contacts were found to be misaligned.